Event description:
The patient underwent a straight forward truncus arteriosus repair with the placement of a pulmonary homograft and bovine pericardium hood patch, which was manufactured by shelhigh. The patient did well post operatively, but had prolonged hospital course with development of chylothorax. After they were discharged, two months later the patient underwent a routine echo. At this time the patient was noted to have a pseudoaneurysm. The development of a pseudoaneurysm can be related to technical issues with the suture line, or the tissue issued. This is a rare but seen complication. The patient was taken back to the or and the shelhigh patch was removed and replaced. Upon removal, the patch did not look suspicious. The patient then had prolonged hospital course with development of numerous complications (including head bleeds and dialysis) and support was ultimately withdrawn one month post operatively. The patient never had positive culture, but was on prophylactic antibiotics.